Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh removal on (B)(6) 2010 due to incomplete emptying and obstructive voiding symtoms after sling. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy, enterocele and rectocele repair due to pop and sui. It was reported that the patient underwent urethrolysis, sling incision and cystoscopy on (B)(6) 2010 due to sui, s/p sling procedure, incomplete emptying and obstructive voiding symptoms and postoperative pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.